Manufacturer narrative:
(B)(6). The pump has not been returned to animas.if the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings: the battery compartment was found to be cracked at the opening of battery chamber extending down behind the finger grip. The battery cap was not returned with the pump. Therefore, a test battery cap was used for testing purposes. The test battery cap secured tightly to the pump with no visible yellow o-ring and no indication of power issues. There was no evidence of moisture damage found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported a cracked battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.